Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on-going; no conclusion could be drawn. A review of the device history records (DHR) has been requested. Placeholder.

Manufacturer narrative:
Additional narrative review of the device history record indicates that no discrepancies were noted that would be associated with this complaint. Placeholder.

Event description:
It was reported that the tip of the shaft broke on the depth gauge. The device did not contribute to death or injury. It was reported that this event occurred with no patient involvement. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device was received with a broken tip. Instrument was not repairable due to broken tip. The cause of the issue is unknown. There are no known ncrs associated with this part and lot number. The needle has sheared off at the interface with the depth gage body. The needle component that broke off was not returned for evaluation. One depth gauge for 2.0mm and 2.4mm screws (part 319.006, lot 7039738) was returned for evaluation with complaint category broke. The needle has sheared off the returned device at the interface with the depth gage body. To reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the nose piece and protects the needle when not in use. It cannot be determined if it was used as recommended but the location of the breakage on the needle shaft is contained within the nose piece when the device is assembled. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective.